Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis performed and failed. The reported event of loss of connection was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The reported event of loss of connection was confirmed.